Event description:
Information was later received that this device was explanted. The pocket was cleaned and the patient is on antibiotics. No adverse patient effects were noted with the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be performed.

Event description:
Boston scientific crm received information that the patient with this system had an infection. As a result, an extraction procedure has been scheduled. No adverse patient effects have been noted.

Manufacturer narrative:
--